Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("extremely heavy bleeding") in a 37-year-old female patient who had essure (batch no. 708870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included insulin detemir (levemir) since 2003 and liraglutide (victoza) since 2003 for diabetes, clonidine since 2003 and lisinopril since 2003 for hypertension as well as oxycocet (percocet) since 2017. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced vulvovaginal pain ("vaginal pain") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain") and anaemia ("anemia"). The patient was treated with iron, hydrocodone, ibuprofen, surgery (hysterectomy with bilateral salpingo-oopherectomy ¿ robotic) and surgery (oophorectomy (bilateral removal of ovaries) (B)(6) 2010). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain and abdominal pain lower was resolving and the abdominal pain, anaemia, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, fatigue and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: one of coils was not able to be placed in her fallopian tube and doctor had to get another essure coil ((B)(6) 2010). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. On (B)(6) 2010, vaginal, cervix vulva procedure, incision vulva perineum was done. Most recent follow-up information incorporated above includes: on 1-aug-2018: plaintiff fact sheet received, reporter added, lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("extremely heavy bleeding") in a 37-year-old female patient who had essure (batch no. 708870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included insulin detemir (levemir) since 2003 and liraglutide (victoza) since 2003 for diabetes, clonidine since 2003 and lisinopril since 2003 for hypertension as well as oxycocet (percocet) since 2017. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2010, the patient had essure inserted. In 2010, the patient experienced vulvovaginal pain ("vaginal pain") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain") and anaemia ("anemia"). The patient was treated with iron, hydrocodone, ibuprofen, surgery (hysterectomy with bilateral salpingo-oopherectomy ¿ robotic) and surgery (oophorectomy (bilateral removal of ovaries) (B)(6)-2010). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain and abdominal pain lower was resolving and the abdominal pain, anaemia, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, fatigue and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: one of coils was not able to be placed in her fallopian tube and doctor had to get another essure coil (may2010). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion on (B)(6)-2010, vaginal, cervix vulva procedure, incision vulva perineum was done. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation received on 17-oct-2016: ptc global number (B)(4). Sample not available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and extremely heavy bleeding (seen as genital haemorrhage). Plaintiff was forced to undergo a surgical removal and hysterectomy. Both events are listed in the reference safety information for essure. Pelvic, back, abdominal and uncharacterized pain may occur with essure therapy. Also, abnormal genital bleeding and menses pattern changes may occur. Considering the information received for this case, the lack of alternative explanations and the events' nature, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, due to the required intervention. Additionally, non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("extremely heavy bleeding") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included insulin detemir (levemir) since 2003 and liraglutide (victoza) since 2003 for diabetes, clonidine since 2003 and lisinopril since 2003 for hypertension as well as oxycocet (percocet) since 2017. On (B)(4)2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("lower abdominal pain") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), anaemia ("anemia"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with iron, hydrocodone, ibuprofen and surgery (hysterectomy with bilateral salpingo-oopherectomy ¿ robotic). Essure was removed on (B)(4)2014. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain and abdominal pain lower was resolving and the abdominal pain, anaemia, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, fatigue and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: one of coils was not able to be placed in her fallopian tube and doctor had to get another essure coil (may2010). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(4)2010: total bilateral occlusion quality-safety evaluation of ptc: sample not available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on(B)(4)2018: pfs received. Reporter and patient demographics were added. Laboratory data, concomitant drugs were added. Updated suspect drug indication, start date and stop date. Events vaginal bleeding, menorrhagia, migraines, headaches, dysmenorrhea, fatigue, vaginal pain, lower abdominal pain and dyspareunia added, event outcome was added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed in or around 2011. In or around 2011, plaintiff visited her healthcare professional to discuss permanent forms of birth control. In addition to talking with her doctor and upon information and belief, she saw advertising material touting the features of a new procedure, called essure. According to this advertising material, the new procedure is just as effective as the standard methods without the need for surgery and with no additional risk. Plaintiff was never warned of the risk that this device can migrate out of the fallopian tube, be expelled, and/or cause other complications, including, but not limited to, severe complications requiring surgical removal of the permanent implant. After considering the selling points in sales material and/or information provided by her implanting physician, plaintiff decided to undergo the essure implant. Upon information and belief, she had two essure coils implanted into her body in or around 2011. Sometime following the procedure she began suffering severe pelvic and abdominal pain, extremely heavy bleeding, anemia, and more. There was no indication to her that the symptoms were related to the essure device inside her body. In or around (B)(6) 2014, plaintiff was forced to undergo a surgical removal and hysterectomy. In addition, it was informed that the severe and painful symptoms suffered by plaintiff and other complications identified herein and/or which will be established by the records were directly and proximately caused by failure to disseminate truthful, accurate, and adequate information regarding the risk profile of essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and extremely heavy bleeding (seen as genital haemorrhage). Plaintiff was forced to undergo a surgical removal and hysterectomy. Both events are listed in the reference safety information for essure. Pelvic, back, abdominal and uncharacterized pain may occur with essure therapy. Also, abnormal genital bleeding and menses pattern changes may occur. Considering the information received for this case, the lack of alternative explanations and the events' nature, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, due to the required intervention. Additionally, non-serious events were reported. Further information will be obtained through the litigation process.